Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. The pump was not explanted and it was reported that no equipment would be returned for evaluation. A correlation between the device and the reported event could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the hospital on (B)(6) 2016 with chest pain and shortness of breath. The patient¿s inr was 1.3. It was reported that the patient had been non-compliant with medications since the end of (B)(6) 2016. The patient¿s lactate dehydrogenase level was within normal limits. The patient underwent a workup for pulmonary embolism; however, a CT angiography was unable to be obtained given the patient¿s kidney function. On (B)(6) 2016, the patient developed unspecified mental status changes. A CT scan revealed a large hemorrhagic stroke. An echocardiogram on (B)(6) 2016 demonstrated normal lvad function. Given the extent of the stroke, support was withdrawn and the patient expired on (B)(6) 2016. It was reported that the lvad was working as intended. No further information was provided.